Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the lay-user/patient, alleging that the onetouch verio iq meter has a power issue (unit power off during use). This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with insulin and "glucopax". The patient does not recall when the power issue began. The patient reportedly went to the doctor's office for a checkup and received a blood glucose reading around 230 mg/dl on the doctor's meter. Based on the doctor's examination, the patient's doctor gave her a new diet and exercise regimen. The patient did not develop any symptoms to suggest a serious injury. During troubleshooting, the patient was educated on the subject meter's behavior and auto-shutoff feature but the issue was not resolved. There was product misuse. Based on the information, the meter's battery did not require recharge. This complaint is being reported due to the alleged unresolved power issue. There were no symptoms or report of any required medical intervention to suggest acute complication of diabetes after the issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the lay-user/patient, alleging that the onetouch verio iq meter has a power issue (unit power off during use). This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with insulin and ¿glucopax.¿ the patient does not recall when the power issue began. The patient reportedly went to the doctor¿s office for a checkup and received a blood glucose reading around 230 mg/dl on the doctor¿s meter. Based on the doctor¿s examination, the patient¿s doctor gave her a new diet and exercise regimen. The patient did not develop any symptoms to suggest a serious injury. During troubleshooting, the patient was educated on the subject meter¿s behavior and auto-shutoff feature but the issue was not resolved. There was product misuse. Based on the information, the meter¿s battery did not require recharge. This complaint is being reported due to the alleged unresolved power issue. There were no symptoms or report of any required medical intervention to suggest acute complication of diabetes after the issue began. The lfs product was replaced and requested back for investigation.